Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports patient allegations of pain and personal injury. Subsequently, patient was revised on (B)(6) 2012. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number/ manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01434 & 01474).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6), 2008. Patient's legal counsel further reports patient allegations of pain and personal injury. Subsequently, patient was revised on (B)(6), 2012. Additional information received in patient medical records indicate patient initial hip revision occurred on (B)(6), 2008 and subsequent revision on (B)(6), 2012. The patient's operative report noted presence of purulence, erosion, lysis and a loose acetabular shell at time of (B)(6), 2012 revision. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.